Event description:
The customer's biomedical technician reported to the service depot on (B) (6) 2009 that a colleague infusion pump had a malfunction of the start button inoperative. During a pre-screen from the service department at baxter on 21 december 2009, it was discovered that the stop key was inoperable or intermittent. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is (B) (4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump is has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.